Event description:
On (B)(6) 2017, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining an unknown blood glucose readings on the subject meter and an unknown result on another device perform. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.